Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to this issue, investigation revealed that the bolus button cover was detached. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 03/01/2016.